Event description:
Boston scientific received information that this patient implanted with a pacemaker was experiencing shortness of breath for three days. The patient then presented to the emergency room and a 2-lead EKG showed a heart rate at 142 ppm. The hospital staff applied a magnet, then removed it and the heart rate decreased to the lower rate limit of 70 ppm. A boston scientific field representative reprogrammed the device with accellerometer only at a max sensor and max tracking rate of 110. The plan was to order a CT scan of the lungs to rule out any pulmonary involvement. Boston scientific technical services (ts) discussed possible minute ventilation (mv) interaction with medical equipment. The patient was admitted to the hospital for further evaluation. Ts suggested a memory download be saved to a disk and sent in to ts for review.

Manufacturer narrative:
The field representative was contacted for additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Additional information was received from the field representative stating the patient is doing fine and will be seen again in the clinic next (B)(6) 2014. At that time, a memory download of the device will be done. No additional programming was done with the device since the patient was originally seen in the hospital and no further medical interventions were performed.